Event description:
On (B)(6) 2020, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported not feeling well, so he tested his bg level, and received a reading of 140 mg/dl. Due to the above, the user called the paramedics who tested the user's bg level and received a reading of 37 mg/dl. Following this reading, the user received an IV of glucose. While on the call with dario's representative, the user reported receiving inconsistent readings for a while. During this time the user received a fasting reading of 142 mg/dl, and a post meal (full of carbohydrates) reading of 42 mg/dl. It was determined that the user had been using an expired cartridge of strips. Dario's user guide states in the section regarding, "factors that may lead to inaccurate results," that the use of strips after the expiration date may lead to inaccurate results. Dario's representative sent the user strips and control solution. After the above was received, dario's representative followed up with the user and did a control solution test with the new cartridge of strips. The strips were reading within range. Therefore, it can be determined that there was misuse of strips (off-label use). This complaint is not confirmed.